Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a hypodermic needle was found to be faulty mid-procedure. Patient was having im depot injection, needle inserted into intramuscular tissue, plunger depressed and fluid noted to be leaking out of proximal end of needle. Patient was underdosed as a result of this fault. Faulty product was not retained.

Manufacturer narrative:
A non-conformance (nc) review was conducted for lot 201007 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported issue. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
Section g3 date received by manufacturer was updated after confirmation from the cardinal health sales rep.